Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a pump error 49 alarm and the light was flashing on pump. The customer also reported that the insulin pump's buttons are not responsive. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, displacement test and dat at 0.08695 inches. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 49 alarm noted during the testing. Also no unexpected flashing light noted during the testing. Pump error 49 alarm were recorded and found in the formatted history file on: (B)(6) 2021 14:19:45.000 alarmalertnotification, (B)(6) 2021 14:20:00.000 alarmalertnotification, (B)(6) 2021 14:25:14.000 alarmalertcleared, all buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and it was verified that the keypad connector on j1/pcb 1 was locked properly. No loose electronic components noted. However, corrosion was found on the electronic assembly, motor and vibrator assembly noted. Failure analysis summary: no unexpected pump error 49 alarm noted during the testing. The insulin pump's buttons are all functioning properly. No keypad anomaly noted during the testing. However, corrosion was found on the electronic assembly, motor and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear that alarm. Customer was able to rewound the insulin pump and insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.